Event description:
It was reported that a (B)(6) female patient suffered from ¿loose wire¿ syndrome after the implant of a 0.5mm x 4.5mm platinum/titanium prosthesis which became loose following the surgery. The doctor re-crimped the patient¿s prosthesis during the first revision; however this did not correct the problem. So a second revision was performed, where the prosthesis was removed and replaced with a different brand of prosthesis. The doctor reports that this corrected the problem, as the ¿distortion went away on the table and hearing result remained excellent.¿ there was no permanent patient impact or injury reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). The device was returned, evaluation is anticipated but not yet begun. Method: no testing methods performed. Result: results pending completion of evaluation. This device is used for therapeutic purposes.

Manufacturer narrative:
In response to medtronic¿s request for device return, the device was returned to the manufacturer for evaluation purposes (detailed as follows): received 1 sample of part number 1156603 (big easy piston prosthesis), from an unknown lot number. There was evidence of biological contaminants [based off of the reactivity with hydrogen peroxide]. There were no non-conformities which would have resulted in the reported malfunction. Additionally, records indicate that every lot of platinum wire dating back to june 2012 have passed all inspections and there have been no recent changes to the manufacturing process. The complaint was not confirmed for the alleged malfunction [loose after procedure]. Based on the above observations; the underlying cause is not evident / unconfirmed failure.